Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device is being returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when additional information is received.